Event description:
It was reported the previous implanted thoracic electrode array was skewed. It was reported the device was replaced and returned. It was noted there was dislodgement and that the lead was skewed. It was logged there was no patient injury and the patient recovered without sequela. Additional information received reported the original system was implanted (B)(6) 2011, and there was a lead that was skewed to the right which caused stimulation in the patient's right thigh. It was noted a trial was then done with new leads to improve pain control on (B)(6) 2014. It was logged that leads and the stimulator were removed from the patient's flank and a new system was implanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), explanted: (B)(6) 2014, type extension; product ID 3708140, serial # (B)(4), explanted: (B)(6) 2014, product type extension; product ID neu_perc_extension, serial # unknown, product type extension; product ID 39565-30, serial # unknown, product type lead. (B)(4). Analysis of the extensions (serial #s (B)(4), and one unknown) revealed the bodies of the extensions were cut/segmented. Analysis of the lead revealed the body of the lead was cut/segmented. (B)(4).